Manufacturer narrative:
A1 - a6, b5 - b7: updated. D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 26-dec-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem, air detector failure, was verified by functional testing. The caused is ail (air-in-line) sensor is faulty. Replaced air detector to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information was received from the customer. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an air detector failure. There was unknown patient involvement.